Event description:
It was reported that the torx screwdriver was broken during the drilling in the dome hole plug from the trident tc-screw cup. (The 2 screwdriver were overdrilled at the tip). There was a delay of approx 3 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; the appearance is consistent with application of excessive torque the clockwise direction. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. There is no indication that this event was related to manufacturing factors.

Event description:
It was reported that the torx screwdriver was broken during the drilling in the dome hole plug from the trident tc-screw cup. (The 2 screwdriver were overdrilled at the tip). There was a delay of approx 3 min.